Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer laid down on the pump and the touch screen became shattered. Customer was unable to interact with the pump touch screen due to the shattered screen. Customer's blood glucose was 70 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.